Manufacturer narrative:
Investigation summary material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2349886 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch for contamination/appearance non-viable defects. Retention samples from batch 2349886 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples from visual inspection. For investigation, two retention tubes went into incubation from batch 2349886. One tube was incubated in the 20-25 degrees celsius incubator, and one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium light-yellow and clear to trace hazy. A gram stain was performed on one tube, and no organisms were recovered. The media was also plate onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. Four photos were received to assist with the investigation: one photo shows the label of a partial 100-pack carton from batch 2349886. Two photos show a gram stain of gnr¿s. The last photo shows one tube from batch 2349886. The media color and clarity appear clear yellow as described in the certificate of analysis. Non-viable organisms are acknowledged in batch 2349886 however, the clarity of the media was within specification. This complaint cannot be confirmed for a contamination/appearance non-viable defect. Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. Bd will continue to trend complaints for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin, there was a false result due to contamination. There was no report of patient impact.